Event description:
It was reported that a tip fracture occurred. A 6f guidezilla ii catheter-guide extension was selected for use in the severely tortuous and severely calcified lesion. During the procedure, it was noted that the tip of the device got fractured. The device was removed completely in normal method. The procedure was completed with a another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device returned with the label packaging and inspection found no damage or irregularity to the device. The shaft was flattened from 24.1cm to 26.8cm from collar and the tip of the device was found in good condition.

Event description:
It was reported that a tip fracture occurred. A 6f guidezilla ii catheter-guide extension was selected for use in the severely tortuous and severely calcified lesion. During the procedure, it was noted that the tip of the device got fractured. The device was removed completely in normal method. The procedure was completed with a another of the same device. No complications were reported, and the patient was stable post procedure.